Event description:
During an implant attempt, it was not possible to insert completely the connector of the vdd lead into the appropriate port of the pacemaker. The physician decided to use the screwdriver provided with the device to check that the screw had not been tightened and therefore the connector could be inserted, but after that the insertion of the pin into the pacemaker connector was not possible anyway.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
During an implant attempt, it was not possible to insert completely the connector of the vdd lead into the appropriate port of the pacemaker. The physician decided to use the screwdriver provided with the device to check that the screw had not been tightened and therefore the connector could be inserted, but after that the insertion of the pin into the pacemaker connector was not possible anyway.

Event description:
During an implant attempt it was not possible to insert completely the connector of the vdd lead into the appropriate port of the pacemaker. The physician decided to use the screwdriver provided with the device to check that the screw had not been tightened and therefore the connector could be inserted, but after that the insertion of the pin into the pacemaker connector was not possible anyway.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).